Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733678, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable jacket was torn at the plug exposing the intern jacketed wires but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the power cable was damaged and there were wires exposed. No patient was present at the time of the event.